Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on the returned product download. Sensor 0m000g94f98 has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensors using approved software. The sensor was found to be in sensor state 5 (indicating normal termination), and no failure modes were observed on the sensor plug assembly upon visual inspection. The linearity test was performed but the results were not within specification. An extended investigation has also been performed. Visual inspection was performed on the returned sensor and no issue was observed. Extracted data and the sensor was observed to be in sensor state 6 (abnormal termination) with an event log vddb indicating low power. The battery was replaced with a known good battery and a linearity test was performed. The linearity test passed, indicating that the electronics were functioning correctly. Therefore this complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.